Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left implant during a physical exam. As a result, the patient was scheduled for breast implant removal on (B)(6) 2025. It is possible that the provided lot number is not valid as it is not recognized. The lot number is being reported at this time. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On june 26, 2025, it was determined that a manufacturing record evaluation (mre) could not be performed. The provided lot was not recognized. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 06, 2025, the mentor analysis lab received the suspect medical device for evaluation. On august 12, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor then conducted a visual inspection, leak testing, and microscopic examination of the device. During visual analysis of the returned device no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear on the anterior view, near the valve system. Microscopic examination was performed and the cause of the deflation could not be identified. Because of the now settled u.s. Class action that applied, in part, to implants manufactured in texas, USA that were implanted on or before (B)(6) 1993, to avoid any potential allegation of spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Mentor performs 100% inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).